Manufacturer narrative:
Pump still implanted, controller may be returned. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the patient experienced electrical defaults. Driveline cleaning performed and controller was exchanged. Residue was noted in connection. There were no effects to the patient reported.

Manufacturer narrative:
This complaint, MFR # 3007042319-2015-00168, was entered as a duplicate of MFR # 3007042319-2015-00088. No additional information will be forthcoming.